Event description:
Procedure attempted, unable to complete fiber ablation portion of the procedure due to breakage of the fiber tip. Patient transferred out of MRI and back into operating room (or). Patient repositioned for open craniotomy. Laser fiber and broken tip were removed and saved.